Event description:
The reporter stated that the device result was 281 mg/dl compared the doctor's meter result of 94 mg/dl during a doctor appointment. No treatment occurred. The device was replaced and requested to be returned for evaluation.